Manufacturer narrative:
The product was not requested to return for manufacturers laboratory investigation as the failure is known already and was investigated in a previous complaint. The outcome of the previous complaint investigation was as follows: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results a confirmation of the failure was possible. The most probable cause of the failure is a damage during transport. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time the event has been reported with a delay due to our retrospective examination of the record. At the time (2017-06-16) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Customer notice product poked through top of tray/kit on 2 hls sets (same lot number 70117530), during shipment that they just received. She noticed when she received them and called me. Please issue rga for 2 and ship 2 each of the beq-hls 7050 USA as a replacement to the attention of (B)(6). (B)(4). The damage was in the tyvek cover only. It looks like boxes were shook, etc. And the content inside poked through the cover. The holes are small pin holes. Complaint ID: (B)(4).